Manufacturer narrative:
The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided.

Event description:
It was reported that heparin was infusing at an unspecified rate and nitroglycerin, which was titrated to 10mcg/min. However it was later discovered that medication was infusing faster than expected even though the device was programmed correctly. The customer stated that there was "no harm or were user error with a notation of sensitive tubing." The event occurred in the ed. Although requested, no further details were provided by the customer for this event.